Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker reported oozing at the pocket site and developed an infection. The patient also suspected an allergic reaction to the device. There were no additional adverse effects reported. The product was explanted.